Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced multiple inappropriate shocks and anti-tachycardia pacing (atp) episodes associated with supraventricular tachycardia (svt). The patient subsequently underwent an svt ablation procedure and has since experienced a few non-sustained episodes. However, no electrogram (egm) data was available for review due to egm memory limitations related to the prior shock and atp episodes. The physician requested the ability to review future non-sustained episodes. Technical services discussed that the previously recorded non-sustained episodes without egm storage could not be retrospectively reviewed. To optimize future egm storage capacity, a feature was recommended. No additional adverse patient effects were reported.